Manufacturer narrative:
Evaluation in progress, but not concluded. Device was repaired and returned.

Event description:
During use for a cardiopulmonary bypass procedure, while setting the occlusion for the roller pump, the occlusion knob was difficult to turn. There was no adverse consequences to the patient as a result of this event.